Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states her reason for calling is because all but 1 program are missing from her patient programmer. Patient added that this is the 18th time this has happened, and stated, "I'm getting really frustrated why I put myself through this traumatic torture." Patient states she had a surgery last thursday to move her ins (previously reported in seperate reg report) and her hcp (healthcare professional) turned the ins off for the surgery. Patient states that when the hcp turned the ins back on, she lost all programs except for 1 on her programmer. Patient mentioned that her hcp "did something when he turned it off, looked through all the programs or something," noting that she could feel stimulation as he was doing it. Patient confirmed she has the same programmer. Patient synced programmer with ins while on the call and confirmed ins is on and set to 0.6 v, and confirmed the middle row is missing where it normally shows the program number. Ps (patient services) reviewed that the hcp may have reprogrammed her ins which could explain why only 1 program is available. Ps redirected patient her to hcp for further assistance. Patient said the program issue started maybe 2 years ago. Additional follow up was done with the hcp on (B)(6) 2019. The nurse stated patient had a follow up appointment (B)(6) 2019 regarding the recent revision, and programs were installed at that time. There was no other history of any program issues. Notes in chart indicated the device was not working properly after last revision, no further details were given. No further complications were reported or are anticipated.